Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device return at a later date, the investigation will be reopened. A good faith effort of 3 or more attempts to collect additional information regarding this event has been successfully completed in a timely manner. No additional information about this event has been provided.

Event description:
The account alleges that a dialysis catheter was successfully implanted on (B)(6) 2023. During the patient's dialysis procedure, the medical staff noted that the dialysis catheters hub was cracked and leaking blood.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number was found. The device history record was reviewed, and no exception documents were found.